Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 1788 competitor implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the proximal conductor was fractured and distorted and the distal conductor was distorted due to a first clavicle/rib crush. Additionally, there were inner and outer insulation breaches as a result of the first clavicle/rib crush. The analyst noted that blood was present on the distal and proximal conductors.

Event description:
It was reported that the atrial lead had low impedance measurements and an insulation breach. The atrial lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.